Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient was placed under general anaesthesia on september 01, 2023, in order to remove the abutment. The implanted device remains.

Manufacturer narrative:
This report is submitted on october 04, 2023.